Event description:
Customer reported a light anesthesia case. There was no reported patient injury. Invesigation/conclusion: a checkout of the equipment was performed by the datex-ohmeda service rep. The equipment was checked and the anesthesia machine failed the low pressure leak test. Upon further investigation, it was noted that paint chips were on the vaporizer manifold o-rings, creating a leak condition. A visual inspection of the vaporizer was performed, and the bottom of the interlock block was noted to have chipped paint. Paint can be chipped if the vaporizer is mishandled during mounting or storage. The preoperative checkout procedure, as contained in the aestiva user manual or the FDA checklist, is designed to pick up such a leak. Additionally, the tec 7 user manual warns the user to inspect the vaporizer manifold o-rings and ensure there is no foreign matter present.